Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that they are still waiting on the autopsy results and the cause of death is still undermined at this time. The caller stated that they were at home, called the paramedics, the customer was taken to the hospital, where she customer passed away. The caller stated that the customer was not ill and there were no events leading to the customer's death. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not wearing a sensor at the time of death. The caller agreed returning the insulin pump for analysis.